Manufacturer narrative:
Concomitant medical products: product ID: 7489-40, implanted: (B)(6) 2012, product type: extension; product ID: 3587a, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient felt bad symptom control. It was stated that during a reprogramming session it was found that "resistance [was] too high". X-ray results indicated the patient's extension was "broken". It was stated the patient was awaiting further treatment and was considering a second operation at the time of report. A supplemental report will be filed if additional information becomes available.